Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the torque-limiter triggers out of the tolerance range. The torque-limiter does not function properly. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: nemcomed (presently avalign technologies ¿ nemcomed) manufactured the torque limiting ratchet handle, 7nm, p/n 03.627.017, lot # 6271166 (supplier lot # 90743-024). The part initially conformed to all requirements per the certificate of compliance, dated november 23, 2009, and was inspected / conformed to final inspection sheet. The complaint condition (the torque-limiter triggers out of the tolerance range and does not function properly) is due to an unknown cause. Nemcomed responded on february 03, 2014, and stated, ¿after reviewing the part... We have found the device was out of torque. The device was manufactured in 2009 and was never sent in for calibration.¿ since the supplier was not approved to recalibrate the device, the product was returned to depuy synthes (B)(4). Based on the evaluation performed by avalign-nemcomed, the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis.review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.